Event description:
Per the surgeon, the patients device was extruding. Patient underwent revision surgery in 2009, and reported to be doing well.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 5, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.